Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message was displayed on the programming device indicating an invalid memory content of the pacemaker. The ability of the device to deliver therapies was verified revealing that no anti-bradycardia therapy functionality was present, confirming the clinical observation. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The measurement of the battery voltage showed a depleted battery. The electronic module was attached to an external power supply to test the functionality of the module. Thereby, the electrical parameters, particularly the current consumption of the electronic module were found to be normal and as expected. In a next step, the ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. Further detailed data analysis revealed an invalid memory content detected by the device on (B)(6) 2016 which resulted in the activation of the safety backup mode. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. In the safety backup mode, in order to ensure patient safety, the pacing parameters are chosen in order to cover the widest population of patients, which can lead to a higher current consumption draining the battery. The last follow-up was on september 23, 2016. In conclusion, the battery was found depleted which resulted from high current parameters in the safety backup mode. The safety backup mode was activated as a result of the detection of an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the pacemaker failed to capture by observing the ECG. Later when the technician tried to interrogate the pacemaker the following message appeared on the screen, device error. Increased battery consumption detected. Perform a memory dump and please notify biotronik. The pacemaker could not be interrogated. Note: important to consider that after the device was implanted there was no follow-up (interrogation) of the device, until this event. Several tests were performed using engineering codes, with the main purpose of achieving the interrogation of the device, but none of them worked properly, so the device could not be interrogated. Doctor made the decision to replace the pacemaker.